Manufacturer narrative:
Results: visual inspection of the returned parts revealed that the tube to oxygenator outlet port bond was inadequate. There was insufficient solvent to prevent a leak. The testing verified that the connection leaked. Inadequate solvent tubing bonds are the result of an assembler error. The assembler was retrained to the proper solvent bonding procedure.